Event description:
A sales representative reported on behalf of a customer that the ias8-120lp, airseal 8/120mm port device was being used during a robotic lobectomy procedure on 12mar24, and ¿the rubber/plastic flanges on the sound cap airseal 8mm trocar broke off. [Dr.] Said this due to her assistant pushing the rolled up kitners (they call them cigars) aggressively thru sound cap¿. Per follow-up assessment, "the surgeon said there were no fragments retained inside the patient, and the patient was fine. She was confident that all fragments were accounted for, and had her assistant place all of them on the back table with the sound cap and rest of 8 mm trocar and obturator". The procedure was completed without the use of an alternate device and with a delay of 30 seconds. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias8-120lp in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the rubber flange from the sound cap is torn and a piece of the flange is torn off. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 17 reports, regarding 20 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the ias8-120lp, airseal 8/120mm port device was being used during a robotic lobectomy procedure on (B)(6) 2024, and ¿the rubber/plastic flanges on the sound cap airseal 8mm trocar broke off. [(B)(6)] said this due to her assistant pushing the rolled up kitners (they call them cigars) aggressively thru sound cap¿. Per follow-up assessment, "the surgeon said there were no fragments retained inside the patient, and the patient was fine. She was confident that all fragments were accounted for, and had her assistant place all of them on the back table with the sound cap and rest of 8 mm trocar and obturator". The procedure was completed without the use of an alternate device and with a delay of 30 seconds. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.